Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. No user facility was provided therefore no attempts were made to contact the user facility. Additional information has been requested. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: product did not contribute to event. The product was not returned. Undetermined.

Event description:
Allegedly revised due to leg length issue.